Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was dislodged and it was confirmed by x ray. The lead was successfully repositioned. No additional adverse patient events were reported.